Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report, b5: describe event or problem, e1: county correction, g3: date received by the manufacturer, h1: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change ¿no' to 'yes', h6: evaluation codes, h10: additional narrative. One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was not returned for investigation. Up-close visual evaluation of the reported products could not be performed. Pre-existing conditions, tooth location and duration of placement were unknown due to limited information provided by the customer. X-ray & picture evaluation: picture images were provided by customer and implant internal hex identified rounded/damaged. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: warnings: as per IFU, improper technique can cause implant failure. DHR review: DHR review was completed for the subject lot number 1241279. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1241279) for similar event keyword category (damaged drive feature) and no other complaint was identified. Post market trend review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damage drive feature) or product (tsvb11). Based on the available information device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Pt info: unk. PMA/510(k) number k013227.

Event description:
It was reported that the doctor place an implant and the hex is damaged. According to him the implant did not receive friction fit when he was trying to place the abutment. Doctor tightened the implant with 60 ncm. Doctor will remove the implant.